Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a revision breast augmentation with two 250cc mentor smooth round moderate plus profile prostheses and experienced bilateral capsular contracture (unknown grade) postoperatively. The diagnosis was confirmed based on physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A nonconformance was identified, and will be handled through mentor's quality system. FDA correction/ removal reporting no.: (B)(4). Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the valves on the devices may have been defective. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On jul 18, 2022, additional information was received indicating the patient also experienced bilateral wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation was (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 250cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. In addition, the device fills and empties normally. The event described could not be confirmed as the breast implant was returned without detectable damage in the valve. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8-mar-2022, it was found that e.2. Field on the initial report was filled in incorrectly. On 8-mar-2022, mentor received additional information regarding the patient¿s symptoms and the revision surgery. The patient experience left-sided grade IV and right sided grade ii/iii capsular contracture. Mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture. Section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).e.2. Health professional? Is yes. The relevant field has been updated.

Manufacturer narrative:
On dec 4, 2023, additional information was received indicating the patient also underwent a chest wall repair along with multiple surgeries (4 follow up procedures and 3 celsius washes and infusions). Manufacturer¿s reference number: (B)(4).